Manufacturer narrative:
Additional information was received indicating the patient's weight was (B)(6) kg at the time of the event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 14 mm below the basal plane. An attempt was made to pull the valve to the appropriate depth but was unsuccessful. An echocardiogram and angiogram confirmed moderate central regurgitation and moderate paravalvular leak, as well as unsatisfactory hemodynamics. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve 6 mm below the basal plane. Decreased paravalvular leak and improved hemodynamics were confirmed. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that the second transcatheter bioprosthetic valve was implanted valve-in-valve three days after the first valve.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the reported pvl/aortic regurgitation was most likely due to sub optimal positioning, as the valve was implanted too low with the final depth at 14 mm below the basal plane. Optimal placement of the bioprosthesis, per the instructions for use (IFU) would be approximately 4 mm to 6 mm below the annulus so that the skirt is within the aortic annulus. Inaccurate delivery/positioning difficulties are often influenced by patient anatomy and user technique. A conclusive root cause of the low implant depth could not be determined from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).